Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer reports a bravo short study. Customer states the study went 4 hours and stopped with no indication as to why, a repeat study was performed. There was no harm to the patient or user due to the alleged device malfunction. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 4:24 hours as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. There were no high readings. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early; the patient did not stay within 2 meters (6 feet) of the recorder during the study investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer reports a bravo short study. Customer states the study went 4 hours and stopped with no indication as to why, a repeat study was performed. There was no harm to the patient or user due to the alleged device malfunction. The device is not expected to be returned for evaluation.